Event description:
Pt was undergoing percutaneous coronary intervention for an acute mi with no re-flow phenomenon. An xtract catheter was used during the procedure. During the procedure, the pt showed signs of an air embolism (bradycardia, drop in pressures) which lasted approximately 20 mins. The physician was unsure if the air was introduced through the xtract catheter or another catheter. The pt fully recovered.